Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that the battery compartment had moisture in it. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/07/2017 with the following findings: the pump was found to be unresponsive with returned battery cap and a test battery cap. There was no audible tone, no vibration alert, and a blank display upon battery insertion. The battery cap was unable to fully tighten. Battery compartment cracks were observed from the thread area to the case seal, and below the grip pad. Evidence of moisture contamination was observed inside the battery compartment and on the underside of the battery cap. A leak test showed a leak at the battery compartment crack. The pump case was removed and no evidence of additional moisture damage inside the pump was observed. The pump download failed due to moisture contamination; evidence of low battery warnings or replace battery alarms could not be confirmed. Battery life complaint was not duplicated or confirmed.